Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the electrophysiology lab. Upon interrogation, the right ventricular lead exhibited high impedance and high capture threshold. The lead was explanted and replaced on (B)(6) 2018. The patient was in stable condition prior, during, and post operation.